Event description:
The expiration date 08/2013 and lot number 12211 on the actual container of clear care cleaning and disinfecting solution is different from the expiration date 05/2013 and lot number 16118 on the outside carton. When I called the ciba vision company, an individual advised me that this was the case on all such products. However, when I reviewed my other clear care packages, this was not the case. Also, as a pharmacist and former state health investigator, I know that this is an incorrect statement. Amount: 10ml daily. Reason for use: gas permeable contact lens cleaning solution.